Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown other or non-product experience. Additional information received from the field representative indicates that the system was extracted due to patient's infection. No additional adverse patient effects were reported.